Event description:
It was reported that the user accidentally announced a meal without eating, after which blood glucose dropped and was treated with oral glucose followed by a meal, with levels returning to range. Symptoms included hypoglycemia. Outcomes included transient impact requiring self-treatment with glucose tablets and food, without medical intervention or hospitalization. Investigation included customer interview and troubleshooting focused on use error and therapy response. Investigation of this case revealed user error related to an incorrect meal announcement, with device performance consistent with expected operation and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.